Event description:
The customer reported having diabetes ketoacidosis. The customer stated that he was vomiting, but he felt better at the time of the call. The customer stated that his blood glucose was over 300 mg/dl. The customer also reported having problems with the infusion sets, and the tape was not sticking properly to his skin. Advised the customer to make sure the tape stays intact because it may have lead to his high glucose level since the cannula may not be inserted completely. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.